Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported "a left side capsular contracture baker grade unknown" and "exchange of textured to smooth due to the concern with the product." Healthcare professional later reported left side rupture. Device has been explanted.

Event description:
Patient reported "a left side capsular contracture baker grade unknown" and "exchange of textured to smooth due to the concern with the product." Healthcare professional later reported left side rupture, pain and burning of nipple device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ pain: unable to observe as it is a medical event not related to the device. ¿ nipple sensation increase/decrease: unable to observe as it is a medical event not related to the device. ¿ rupture: no observed openings on the device. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional later reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown" and "exchange of textured to smooth due to the concern with the product."

Event description:
Patient reported "a left side capsular contracture baker grade unknown" and "exchange of textured to smooth due to the concern with the product." Device remains implanted.